Event description:
This spontaneous report was received from a us physician and concerns a patient. The patient was injected with radiesse, into the dorsum of the hand, on (B)(6) 2022. On (B)(6) 2022, 24 hours after the radiesse injection, the patient experienced complication and developed redness over the knuckles. In 2022, over the subsequent few weeks, the patient experienced severe arthritis of metacarpophalangeal (reported as mp) joints. Due to the provided information, the outcome of the event was considered as not resolved. Follow-up information was received on 16-jan-2023: the case was upgraded to serious. The event term severe arthritis was amended to arthritis worsening, and the coding was changed from hand arthritis to osteoarthritis aggravated. The patients age, date of birth, gender (female) and weight (62.59 kg) were provided. She was 67 years old (ambiguously reported as 68 years old) at the time of the event. She was injected with a total of 3 ml of radiesse. Batch number was unknown. The patients medical history included osteoarthritis. Concomitant medications included low dose of aspirin. On (B)(6) 2022, after the radiesse injection, the patient experienced arthritis worsening. Ultrasound was performed. Corrective treatment included plaquenil 300 mg daily (qd). The treatment was necessary to prevent a permanent damage. At the time of the report, there was ongoing pain in the metacarpophalangeal joint of the right hand. The outcome of the event was reported as not resolved (remained unchanged). In the opinion of the reporter, the event was permanent and was related to radiesse. Follow-up information was received on 20-jan-2023: the areas injected, the location of injection relative to the area of the reported events was the right and left dorsum of the hand. The physician was going to request the ultrasound report. The outcome of the event remained unchanged. The reporter had no explanation on the pathomechanism, or medical opinion on the relationship to the reported event and the treatment with radiesse. Follow-up information was received on 24-jan-2023: the patients initials were provided. On (B)(6) 2022, the ultrasound of bilateral hand and wrists was performed for the indication of an inflammatory polyartropathy. A high frequency probe was used in real time imaging of the longitudinal view of the radio-carpal and ulno-carpal joints as well as dorsal views of the 2nd, 3rd and 5th metacarpophalangeal joints. Transverse views were also obtained of the distal ulna, scapho-lunate and radio-ulnar joints. Transverse sweeps of the radial aspect of the 2nd metacarpophalangeal joints (mcp) and ulnar aspect of the 5th metacarpophalangeal joints were also obtained. Power doppler was used to assess for synovitis and tenosynovitis. Cross sectional evaluation of the median nerve was performed as well. All soft tissue structures in these views were evaluated. Provider was able to request additional views. The exam included ultrasound examination of all of the following joint elements: joint space, peri-articular soft-tissue structures that surround the joint and any identifiable abnormally. All images were permanently recorded per cms guidelines. Additional images of the patients bilateral 1st carpometacarpal (cmc) joints, left 1st metacarpophalangeal joints and interphalangeal (ip) joints and bilateral 2nd-5th distal interphalangeal (dip) joints were taken, per the providers request. Findings on the left hand and wrist were osteophytosis of the 1st carpometacarpal joint with decreased joint space, osteophytosis of the 1st interphalangeal joint, mild osteophytosis of the 2nd distal interphalangeal, and decreased joint space at the 5th distal interphalangeal. The visualized portions of the bones and soft tissues were otherwise normal appearing. On the right hand and wrist there was osteophytosis of the 2nd distal interphalangeal, a small osteophyte at the 4th distal interphalangeal, and decreased joint space at the 5th distal interphalangeal. The visualized portions of the bones and soft tissues were otherwise normal appearing. That was in comparison with ultrasound performed on (B)(6) 2021. The impression was that there continued to be no synovitis, erosive or crystalline disease and that degenerative changes were noted in multiple digits. The outcome of the event remained unchanged.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event arthritis worsening (pt: osteoarthritis), was deemed to meet the serious criteria of permanent damage and required intervention to prevent permanent damage. The device history record for radiesse injectable implant could not be reviewed as the lot number was not reported.